Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units helium tank valve chain was broken. There was no patient involvement.

Manufacturer narrative:
The getinge service technician that encountered the issue replaced the knob (0366-00-0092) with a new one. Device passed all functional and safety tests according to factory specifications. The iabp was returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).